Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
It was reported the customer received the following results, with two different nano meters, within 10 minutes: 567 mg/dl (system 1) and 76 mg/dl (system 2). No adverse event reported. The test strip lot number was not provided for both systems. Return of the suspect device was requested for evaluation.